Event description:
On (B)(6) 2025, the patient reported skin irritation in the form of redness of skin along with blisters while utilizing the electrode - patch - universal 2 channels. The patient did seek medical treatment from her general physician. It is reported that the patient was advised to utilize a prescribed medication: hydrocortisone cream. There is no report that the patient treated with over-the counter medication. There is a report that the patient took a break in service from (B)(6) 2025 to (B)(6)/2025. There is a report that the patient did not follow instructions for skin prep: patient used the scrub pad after subsequent usage. The patient did report skin sensitivity/allergy to adhesives and metals: patient is allergic to all adhesives.

Manufacturer narrative:
On (B)(6) 2025 the patient reported skin irritation in the form of redness of skin along with blisters while utilizing the electrode - patch - universal 2 channels. The patient did seek medical treatment from her general physician. It is reported that the patient was advised to utilize a prescribed medication: hydrocortisone cream. There is no report that the patient treated with over-the counter medication. The patient did take a break in service from (B)(6) 2025 to (B)(6) 2025. The patient did not follow instructions for skin prep: patient used the scrub pad after subsequent usage. The patient did report skin sensitivity/allergy to adhesives and metals: patient is allergic to all adhesives. Patient was advised about proper skin prep and proper electrode placement for a flex adapter. In addition, patient was requested to change her electrodes once every 48 hours or after every shower (whichever comes first for the patient), and to remove the flex adapter and sensor off her body before showering. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms: known medical/dermatologic conditions, age extremes:( elderly 65 and older), and preventable factors: improper removal technique/improper application technique. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.